Event description:
It was reported by a pt/user of the fmc peritoneal dialysis (pd) liberty cycler that dialysis solution is leaking out of the cassette and into the cycler. There is no known pt ill effect.

Manufacturer narrative:
The initial simulated treatment was failed with drain complication; the failure was traced to the loose mushroom head site b. A simulated treatment was completely without failure. The reported symptom of fluid leaking was not verified. An internal inspection of the cycler also found evidence of dried fluid within the recess of the bottom cover adjacent to the pump. Testing found no indication of an equipment failure that would cause a fluid leak. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.